Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented wit multiple inappropriate shocks for af with rvr. Previously, the changes were made to prevent inappropriate therapy. An alert for long time charge was also noted via merlin.net transmission. Manual capacitor maintenance to check if the device is able to fully charge in timely manner was suggested. In case of unsuccessful capacitor maintenance, device replacement should be considered. No further information is available at this moment.